Event description:
A customer contacted global technical services (gts) regarding a system error (se) 2240 alarm on the homechoice (hc) unit during dwell 2 of 4. The technical service representative (tsr) explained the message to the home patient (hp). No specific cause of the alarm was identified through troubleshooting. The tsr advised the hp to use a manual bag or start over again. On (B)(6) 2010 product surveillance spoke with the hp who stated she has not had any further alarms; she stated she did not see any product defect the night of this incident. The hp stated she has not developed any infection and has been feeling fine. The hp further confirmed she had no other issues with the cassettes from the same lot as what she used the night of this alarm. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 . The report was not confirmed due to unavailable sample. Based on the information obtained during baxter's investigation, a root cause could not be determined. The lot number was not provided; therefore, a batch review cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).